Event description:
During implant procedure, the lead was positioned in the high septal position, then the patient became bradycardic, developed a heart block and then cardiac arrest. There was no pacing or capture from the lead. An echo was performed and pericardial effusion was diagnosed causing cardiac tamponade. The patient later expired. Autopsy showed the patient's heart in severe myopathy and was caused by rv perforation.

Manufacturer narrative:
No medwatch form was received the physician does not consider the incident to be caused by the lead. The lead will not be returned.